Manufacturer narrative:
Continuation of d10: product ID 97715, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that post op, rep tried changing the reference electrode and it didn¿t change the high impedances. The system still noted high impedances on that electrode but rep was able to get good coverage of the patient (pt) pain pattern. The patient didn't report any issues to date. The replaced stimulator was been shipped back for analysis. The lead is still implanted.

Manufacturer narrative:
Continuation of d10: product ID 97715. Serial (B)(6). Implanted: (B)(6) 2019. Explanted: (B)(6) 2025. Product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient was in the hospital for a replacement. Pre op testing noted that the number 5 electrode had higher impedances (around 26000-28000 ohms), but the patient wasn't using those electrodes. During the case when the new battery was connected the impedance was tested and the number 15 electrode was shown to have high impedances (40000 ohms). The rep was not personally in the case but became aware of the high impedances after the case. The patient is being seen today to go over her equipment (remote /recharger). Impedances will be tested again today and programming will be determined by what is found. No symptoms were reported.

Event description:
Additional information was received from the manufacturer representative (rep). Patient was seen today for an impedance test at the request of her neurologist. He wanted to test impedances with different body positions. There was no change in the impedance measurement from different body positions. The 5 and 15 electrodes are showing "open". Lead connections are showing that those two electrodes are showing poor connections. We are not sure what the cause of the connectivity issues are. Most of the pain in the pocket she is experiencing comes from pressure on the stimulator pocket. She stated that the pocket pain is much better than it was in (B)(6), but it is still there. Pain is there whether the device is on or off and increases with pressure. There are no issues with recharging. She is also reporting good pain relief from the device.

Manufacturer narrative:
Continuation of d10: product ID: 97715, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.